Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a dent like a piece is missing. Customer stated that she is pregnant and has been dropping the device when going to the restroom because she is running out of room to wear it. Customer is able to read the screen. Customer requested the insulin pump to be replaced.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip and minor scratches on the display window. No dents were noted on the pump assembly.